Event description:
The coagulation became stuck and the handpiece would not stop activating.

Manufacturer narrative:
The actual device from the complaint was discarded by the facility. Six samples from the same lot were returned to conmed for an evaluation. All six handpieces were subjected to an electrosurgical unit (esu) interface test, which simulates actual use. The returned samples had passed this interface test and operated as intended. Conmed was unable to reproduce the reported malfunction.